Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions.  Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 3/28/2013- ppd and medical records received. After review of the medical records the first revision indicated pain, dislocation, some metallosis, and an old trochanteric fracture. The stem is being added to the complaint. The second revision indicated subluxation, pain, and metallosis. The cup wasn't revised during the 1st revision so there is no need to report the same cup twice, please change the 2nd cup to the stem below. There is no new additional information that would affect the existing MDR decision.

Event description:
Litigation alleges patient had pain from asr hip implants.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.